Event description:
It was reported the surgeon performed an mtpj (metatarsophalangeal joint) fusion and a non-sterile halifax screw was opened and implanted in the patient. This was discovered post operatively. Additional information was requested by integra.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.